Manufacturer narrative:
The initial reporter also notified the FDA on 09sep2022. Medwatch report # mw5112020. Investigation summary: a complaint of tubing disconnecting was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model: 30934 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported while using bd alaris pump infusion set back check valve 3 smartsitey sites IV tubing the tubing disconnected and leakage occurred, which caused an error with a pump. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing (30934) disconnected from bag. The fitting was not secure. The medication was wasted onto the floor, on the rn, and into the alaris pump. The pump being wet caused a pump malfunction/communication error. The patient was on three critical drips for sedation/ analgesia and had to be rapidly switched over to new pump. No harm occurred to the patient. The impacted medication bag and tubing have been quarantined for evaluation by vendors.